Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapies for supraventricular tachycardia (svt) in the vt zone. The wavelet failed to withhold therapy due to non-matching waveforms. The patient was not aware they had received atp therapy. The implantable cardioverter defibrillator (ICD) was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 694758 implantable tachy lead, implanted: (B)(6) 2009.